Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Reporter is a j&j sales representative. The lot number was unknown; therefore, the manufacturing site name and device manufacture date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4) incomplete.

Event description:
It was reported by the sales rep that after an unknown procedure during cleaning and sterilization process on an unknown date, it was observed that the expressew iii sutuer passer w/ hook device was bent. The event did not occur during surgery. There was no patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Upon visual inspection revealed wear marks on the device as usual in this type of reusables devices. The device has a slightly bent upper jaw. Due to the condition of the jaw, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device 5437 110330 01, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the bent jaw can be attributed to the hard and continuous use of the device, since this device is reusable, the heavily use can cause metal fatigue leading to damages on the jaw. However, this cannot be conclusively determined. As per IFU- 110114, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.